Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Upon troubleshooting actions, fse identified that the suite pc was faulty. The defective suite pc was returned for analysis and it was concluded that the cause of the suite pc was failed due to the hdd bay. Fse replaced the suite pc and reinstalled the software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not boot up completely. The system was not in clinical use and no patient or user harm was reported. The field service engineer inspected on site and replaced the suite pc, re-installed the operating software and returned the system to use in good working order.